Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a hemoglobin of 5.9 due to a gi bleed. Patient is pulsatile and their hemoglobin has been corrected to 9.o and hematocrit to 30.

Manufacturer narrative:
Section b3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 21:16:10 to (B)(6) 2020 at 08:39:37, per the timestamp. No notable alarms were recorded and the system appeared to have been operating as intended. The account communicated that the patient had been experiencing a lot of pi events and was admitted to the hospital on (B)(6) 2020 due to a hemoglobin of 5.9g/dl. Three weeks prior to admission, the patient experienced rectal bleeding for several days and had diarrhea, fevers, and other symptoms suggestive of gastroenteritis. Upon admission, the patient had complaints of weakness and syncope and was noted to have significant anemia. A capsule study was performed and did not confirm gi bleeding; however, it was reported that the capsule never left the stomach during the study. The patient ultimately received a blood transfusion and continuous intravenous protonix. The patient¿s hemoglobin stabilized, and their inr goal was lowered to 1.8-2.8. The patient will continue to take oral protonix and coumadin and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding occurred three weeks prior and was outpatient to an inpatient setting.